Manufacturer narrative:
Conclusions: according to the limited information from the field, the recipient reports pain with the use of the device. From the device investigation the reason for the reported issue could not be concluded. No obvious device malfunction could be observed, but a possible moisture issue has been noticed during investigation. However, despite further tests a source for the increased moisture could not be found. Mechanical damages found during investigation are attributable to the removal surgery. Hence, the root cause for the reported issues remains unknown. This is a combined initial/final repot.

Event description:
Two months prior the recipient reported that her right implant started buzzing and causing pain. When asked specifics, she pointed to the middle of her coil as the source of the pain. The recipient stopped wearing her right audio processor at that time. External equipment was replaced with no improvement. The recipient was reimplanted and is doing well with her new device. She did not note any pain at this time.